Event description:
It was reported that the ams inflatable penile prosthesis (ipp) was explanted due to issues with the pump. In (B)(6) 2018 the cylinders weren't able to be completely filled and the device was not functional for use. A new non boston scientific device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the ams inflatable penile prosthesis (ipp) was explanted due to issues with the pump. In (B)(6) 2018 the cylinders weren't able to be completely filled and the device was not functional for use. A new non boston scientific device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of input tube wear, sharp instrument damage and avulsion. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to the cylinder leak and contamination. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. Per the cis product investigation work instruction, 92186855 rev. E, "no escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process."